Event description:
It was reported by service report that the power cord had a bent ground prong and the auxiliary power outlet was not working. No pt involvement or adverse consequences are reported.